Event description:
It was reported that the heartstart xl would not turn on. There was no report of pt involvement.

Manufacturer narrative:
Pr#: (B)(4). A follow up report will be submitted upon completion of the investigation.